Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(4). It was reported the cause of the inabi lity to aspirate drug from the catheter during the pump replacement procedure was undetermined. Further information regarding clarification of the swelling at the pump site was unavailable.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot #: unknown, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown, ubd: 28-jan-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving gabalon (unknown con centration) at 95 mcg/day via an implantable pump for amyotrophic lateral sclerosis (als). It was reported that the patient received a pump replacement procedure on (B)(6) 2018. At that time, the drug could not be aspirated from the catheter, but the control of spasticity was good, and no abnormality of variability was detected during refilling, so replacement of the catheter was not performed. A priming bolus was not delivered. Spasticity control was good after the procedure. On ¿around (B)(6) 2018¿ swelling of the pump implant site occurred with liquid retention. The amount stored was so large that drug leakage from the connection part of the pump and the catheter was denied. In addition, ¿no hardness was observed in the diseased part during infection and no increase in the inflammatory marker was identified, so it was not infection perhaps¿. The classification of severity was ¿3 (serious)¿. The outcome was ¿unrecovered¿ as of (B)(6) 2018. On (B)(6) 2018 the patient was scheduled to be discharged in one week, but the pump implant site was considerably swollen, so discharging was postponed. The swollen part would be punctured and examined on (B)(6) 2018. The causality of the event was not drug-related and not programmer-related. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported the event recovered on (B)(6) 2019. The causality of the event was not pump-related or catheter-related. On (B)(6) 2018, aspiration of the stored liquid was performed; infection was denied by examination of the culture. In the beginning of (B)(6) 2019, no swelling of the implantation site was observed when the patient had an outpatient visit after discharge from the hospital. It was considered that the event was a (general) reaction immediately after the procedure, and there was no relation with the intrathecal baclofen therapy.